Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy for svt that fell in the vf zone. Programming changes were made. The patient is stable.